Event description:
A pt reported blood glucose results of 0.1mmol/l and 10.0mmol/l with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or<=1.11mmol/l, thereby indicating a potential malfunction of the meter in terms of precision.